Event description:
Subsequently, boston scientific received information that this device's tachycardia mode had been inadvertently deactivated on (B)(6) 2010 and the patient had been left unprotected until (B)(6) 2010 when the device's tachycardia mode was enabled at the clinic.

Manufacturer narrative:
The event investigation is on-going as a request was sent to the field representative for additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on december 28, 2011 that this patient's latitude monitoring system detected a red alert (v-tachy mode set to value other than monitor + therapy) on (B)(6) 2010.the local representative was contacted. Subsequently, the clinic nurse contacted technical services to discuss the alert. The clinic nurse was notified that the latitude upload reports that the tachycardia mode was off but the last programmed setting was monitor + therapy. The patient was seen in-clinic on (B)(6) 2010 with no comments although reprogramming was undertaken on (B)(6) 2010. Technical services recommended that the clinic have the patient come in for a device check. The clinic nurse was planning to contact the patient.